Event description:
At this time the handheld has not been returned for analysis.

Event description:
It was reported to our consultant by a vns treating physician that their handheld was not holding a charge and it has 2 lines interfering on the screen. The product is being returned for analysis. At this time the handheld has not been received at the manufacturer.

Manufacturer narrative:
Date received by manufacturer (mo/day/yr) date sent on supplemental 01 emdr should have been (B)(6) 2012, not (B)(6) 2012.

Event description:
Our consultant went to the site and it was reported that no issues were seen with the site's handheld computer. It was reported to be working fine.